Event description:
The account alleged the side rail is not raising. No pt impact.

Manufacturer narrative:
The account found the side rail has a bent slide bracket. The account replaced the side rail slide bracket to resolve the issue.